Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Drill broke during use and a peice fell into the patient's mouth and caused a burn. Components reported: gd450r / micro-line straight hdpc 1:1 f/2.35x70mm, ga176 / micro flexible cable 1.8m. Also received: spray nozzle downs 120-30, flushing tube with luer lock adaptor, packaging of a tool "toller round burr 2.3 x 70mm hs-225-23-e" no tool in the packaging.